Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was communicating with the server. The technical support specialist (tss) inspected that station was communicating with the server without retry issues. Log analysis confirmed successful data uploads and no variation in change tracking versions. The customer was asked about order visibility, and they confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was failed to communicate, and medication usage was not captured. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.